Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between 12/22/2025 and 12/25/2025. The sensor was inserted into the arm on (B)(6)2025. On (B)(6)2025, it was reported that the patient¿s cgm alerted with an unspecified low value. Despite the low value, the patient was not displaying any hypoglycemic symptoms. Four days later, on (B)(6)2025, the patient reported that the cgm readings were inaccurate. However, no comparison cgm or bg meter readings were reported. There was also no information provided regarding what occurred with the patient¿s cgm device during this four-day gap. The patient attempted to self-treat at home with insulin via her tandem insulin pump but she stated this ¿did not fully resolve the issue¿. The patient was concerned so she went to the emergency room (ER). Once at the ER, the patient¿s bg level was 800 mg/dl. No cgm comparison value was reported at this time. No further event information was provided, including any patient symptoms, medication or treatment provided in ER or length of time in ER prior to being discharged. Attempts to reach the patient for further event information were unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.